Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. If additional information should become available, a supplemental report will be sent accordingly. (B)(4).

Event description:
It was reported that the hand piece device "operated intermitently". It was unknown to the reporter if the reported condition occurred during a surgical procedure or if there was a delay. It was unknown if there was patient harm, adverse outcome or injury alleged. The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.